Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device revealed that a small portion of the suture was exposed at the guide with the posterior needle tip remaining attached to the rail end. The rest of the monofilament polypropylene suture was intact and remained inside the device. The needle plunger, anterior cuff, posterior cuff, and link were not returned with the device, which limited the scope of this investigation. Based on the investigation findings, a posterior needle-to-cuff miss occurred as indicated by the posterior needle being returned without the posterior cuff. This will appear similar to the reported suture break because the suture was not retrieved. During testing, a proxy needle plunger was reinserted resulting in acceptable needle trajectory. During manufacturing, the needle trajectory of every device is checked twice to assure that all proglide devices perform according to specifications. The probable cause for the posterior needle-to-cuff miss is needle deflection during needle plunger deployment due to interaction with human tissue or failure to position and maintain the device at a 45-degrees angle throughout deployment. There was no manufacturing or quality deficiency detected that could have contributed to the reported experience. A search of the lot history record for the reported lot revealed no nonconforming material record relevant to this event. A query of the complaint handling database was performed and there does not appear to be any indication of a lot specific product quality deficiency. All products are subject to an inspection by manufacturing. In addition, a quality control audit inspection is performed to verify product quality.

Event description:
It was reported that after an interventional revascularization procedure, arteriotomy closure of the common femoral artery was attempted using the perclose proglide device. Reportedly, when the needle plunger was removed, the suture broke. The device was removed over a guide wire and a second proglide device was attempted, but with the same results, the suture broke when the needle plunger was removed. A third proglide device was used to achieve hemostasis. There were no reported adverse patient sequelae. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.device #1 proglide, referenced in b5, is being filed under a separate manufacturer report number.